Manufacturer narrative:
Based on the lot numbers provided, no issues were detected during the manufacturing of this code. These lots were manufactured in july and august 2012. Without a sample to evaluate we can not determine the root cause at this time. During the product development phase, all materials used for the gown were evaluated for biocompatibility. Only materials that successfully complete this test can be commercialized. This gown body is composed of polypropylene/copolyester and the cuffs are composed of polyester. The cuffs are engineered without dyes or other potentially irritating materials. The tests utilized are designed to predict the safety of the product for the general population of users. Unfortunately, no test or series of tests can guarantee that a particular item will be compatible with all users. In addition, raw material suppliers whose materials are used in the manufacture of these cuffs have been contacted. No changes to the resin, raw materials and processes have been made with the suppliers. Representative samples are being tested at this time and a follow up report will be submitted if required.

Event description:
Nurse developed dermatitis on wrist and part of arms,believed from cuffs from gown 90270na. She had severe reactions and is changing preps and gloves and gowns to try to stop her dermatitis. She also has other sensitivities. She missed some work time and has taken some steroids.